Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 600 mg/dl at the time of the incident. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. It was reported that the insertion needle was bent insulin pump showed insulin flow blocked alarm. The insulin pump will not be returned for the analysis.